Event description:
Complainant alleged that while attempting to pace a (B) (6) female patient, the device caused the associated defibrillator to display a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. This is a similar report, reported on medwatch 1220908-2010-00752.

Manufacturer narrative:
Complainant indicated that the electrodes were discarded and will not be returned for evaluation.